Event description:
Reason for revision - patient presented to surgeon with loss of function and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The initial reporting stated no additional investigational inputs were available. A depuy (B)(4) product development engineer reviewed the information and provided x-rays and stated the failure could not be determined. Provided information states a 44mm by 15mm head and 48mm collar were removed and implanted to a smaller size; 44mm by 15mm head and a 44mm collar. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.